Manufacturer narrative:
Device passed the displacement, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.